Event description:
It was reported that using a left femoral artery access approach during a procedure of the moderately calcified, non-tortuous right common iliac bifurcation the 7 x 16 mm omnilink elite stent was deployed without issue and the delivery system removed. It was noted while the non-abbott guide wire was being removed through the perclose vessel closure device and the 6 fr sheath resistance was met and the stent had been moved from the target lesion location. It was not determined how the stent became dislodged but remained in the vessel. A non-abbott 0.035 guide wire was introduced to the aorta, however, it could not be determined if it was located in the true lumen of the vessel; an aortic dissection was noted. The guide wire was removed. Using a left groin access approach with a 5 fr sheath, the vessel was wired with a 0.035 non-abbott guide wire in the true vessel lumen and successfully crossed and rewired within the stent. A 8 x 20 mm non-abbott balloon dilatation catheter was used to secure the stent on the balloon and deploy the stent partially within the target lesion and lower than the lesion. A 7 x 19 mm omnilink elite stent was used to cover the 7 x 16 mm stent and the lesion area. An external iliac dissection was observed from the guide wire; a 8 x 60mm absolute pro stent was used as treatment and the antigrade fluoroscopic view showed a minimal residual portion which the physician felt would resolve without futher treatment. The access sites were closed using perclose devices without issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: terumo 0.035; sheath: 6 fr, 5 fr. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.